Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this lead was explanted due to a fracture and subsequently replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Added code for un-retrieved device fragments upon review by our medical team.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this lead was explanted due to a fracture and subsequently replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode. Technical services (ts) examined device episode data and found that there was oversensing of respiratory rate trend (rrt) noise with inhibition of pacing for one beat on the right atrial (ra) lead channel. The pacing impedance values for the ra lead were greater than 3000 ohms, which was out of range. The patient was tested in clinic, including isometrics and manipulations, and it was found that the sensing on the ra lead was low and intermittent with no capture at maximum output. It was noted that the plan is to extract the ra lead at a later date. No additional adverse patient effects were reported. Currently, this ICD system remains in service.